Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was admitted to the emergency room and required intubation. Device interrogation noted the device was at elective replacement indicator (eri) and the pacing rate was below the lower rate limit (lrl). Additionally, loss of capture was observed despite maximum device outputs and impedance measurements could not be obtained. The device was replaced without further incident. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.